Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's power management board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously report an issue with the device's power management board which required replacement. The device's power management board and sensor board were returned to the manufacturer's quality assurance laboratory for additional evaluation. During evaluation of the device's power management board, no issues were found. The board was tested and found to operate as designed. During evaluation of the sensor board, the manufacturer concluded an the flow sensor (mt5) was out of tolerance. The root cause of the failure was indicative of contamination to the board.